Event description:
Customer service states dealer states bearings are locked into headtube and the dealer is unable to remove the fork.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.